Manufacturer narrative:
During service, it was observed that the belt clip retainer was worn-out, and it was replaced, unrelated to the reported complaint. As part of service, the old-style clutch (old revision part) was replaced. In addition, all the required testing to ensure the autopulse platform is fully functional has been completed.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message upon powering up" was confirmed during functional testing. The root cause was due to defective processor board as a result of normal wear and tear of the device. The autopulse platform was manufactured in september 2008, and it is over 11 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed. There was a vertical crack running through the screw fitting of the front enclosure, and the bottom enclosure was observed to be worn out, chipped and scratched in multiple places. In addition, the battery lock was observed bent, and the battery compartment was worn out, chipped, and scratched. The observed physical damages are unrelated to the reported complaint, and the root cause appeared to be the characteristics of normal wear and tear of the platform. All the defective/damage parts need to be replaced to remedy the issue. Unable to recover data from the archive because the platform did not fully boot up due to the system error, user advisory (ua) 136 (internal parameter corrupted). The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board needs to be replaced to remedy the system error. The autopulse platform was further tested with large resuscitation testing fixture (lrtf) equivalent to 250-pound patient with good known test batteries for 15 minutes and passed all functional testing criteria. Upon service completion, the defective parts will be replaced, and the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering up the device. No patient involvement.